Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 1. 3005168196-2020-00693 2. 3005168196-2020-00694 3. 3005168196-2020-00696.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil to the target vessel. While attempting to detach the smart coil using the handle, the smart coil failed to detach; therefore, the smart coil was removed, and the handle was not used for the remainder of the procedure. The physician then advanced another smart coil to the vessel and attempted to detach it using another handle, but the same issue occurred; therefore, the second smart coil was removed, and the physician decided not to use the second handle. The procedure was completed using other non-penumbra coils (optima). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2020-00693, 2. 3005168196-2020-00694, 3. 3005168196-2020-00696 h3 other text : placeholder.